Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. After receiving guidance from technical support, the caller completed a pump reset, and the error was resolved without reoccurrence, allowing the caller to successfully start their sensor session.